Manufacturer narrative:
Article reference: harbaoui b, courand py, schmitt z, farhat f, dauphin r, lantelme p, early edwards sapien valve degeneration after transcatheter aortic valve replacement. Jacc: cardio vascular interventions @ 2016 by the american college of cardiology foundation published by elsevier. Vol. 9, no. 2, 2016 valve regurgitation of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine a root cause a common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in (B)(6), per article 'early edwards sapien valve degeneration after transcatheter aortic valve replacement', a patient with both severe aortic stenosis and cirrhosis. The patient was first managed by tavr and then underwent liver transplantation. Two and one-half years post tavr, he was admitted for heart failure with an echocardiogram showing a moderate intravalvular aortic leak. Infectious endocarditis was ruled out, and the diagnosis of early valve degeneration was documented. Six months later, the patient was again admitted for acute heart failure; a severe intravalvular leak was revealed with a mean systolic gradient of 80mmhg. Conventional surgery was performed that allowed confirmation of the typical aspect of aortic valve degeneration.